Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery issue was confirmed and reproduced during product evaluation. The root cause of the reported problem was assigned to depleted main batteries as a result of use/user error. The main batteries and battery harness were replaced on site by a baxter field service technician in order to correct this condition. This is involving a pump with software version 5.08.92 which is categorized as a colleague p1.5.

Event description:
The facility reported a colleague infusion pump with a battery issue. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.the device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.